Manufacturer narrative:
(B)(4) confirmed by the rep.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with dislodged right atrial lead. During revision procedure, the lead was explanted successfully. However the right ventricular set screw of the implantable cardioverter defibrillator was stripped. The physician elected to explant and replaced the device. The patient was stable post procedure and would be followed normally.